Event description:
N/a

Manufacturer narrative:
Additional information received on 08jun2021: 823113 micro chpv w rickham unitized was used for vp right shunt implant procedure on (B)(6) 2018. It was unsure if valve was replace, however, first emergency surgery due to brain bleed occurred in july. Second emergency surgery happen seven days later. This was a critical brain bleed. Shunt was removed in (B)(6) 2019. Blood was collected in a bag below the bed both times. The event is confirmed to have happened in 2018 and reported have been talking to the facility about this situation since the shunt was removed. "Filed papers with risk management and the claim was reviewed and then covid came. The facility would not take responsibility for the shunt even though it was placed in her head at their hospital. It was not the hospital, doctors fault. The shunt could not be regulated". Patient stated she very little short term memory. Unable to complete normal work activities. She has been on fmla for 3 years due to constant head pain, several medications for head pain and anxiety and can no longer drive at night due to her vision. Patient's right eye drains fluid all the time. Additional information received on 14jun2021: "does johnson & johnson have a doctor the patients of these mishaps can see. I have a burning sensation that started about a week ago in the area the shunt was placed and removed. I have talked to other doctors but my insurance and I have paid out so much money due to the headaches, right eye drainage, short term memory loss. Due to surgeries I was one who had to be careful with covid because of my compromise immune system. I stayed home but my husband had to work. I had covid and its on record. A very bad experience. 2020 was a year of stand still for everyone. Most courts was closed. I couldn't get any response from the facility for months to continue with this process because they were dealing with covid. I reached out to several news reporters and was offered interviews. There is not cutoff for freedom of speech. I would never slander anyone. A liar requires a good memory. I have very little memory. Please send me a referral for a doctor." Additional information received on 18jun2021: patient mentions that nature of event is "unable to be programmed", she is not sure regarding administration of blood products and advice us to request hospital records and will sign for them to be released. The valve was not replaced. With regards to current status of patient, she said, "I am on fmla for the 3 year due to severe head pain. I am receiving counseling once a month by a doctor. Very little short term memory. Unable to walk more than a few steps. I am now considered handicap. Can not cook in the home without alarms because of short term memory. I am on meds for anxiety and depression now. I have never been on these meds before. Right eye drains constantly. Severe pain in implant area. Unable to keep up at work. I work for the ws fire department and was chosen out of 200 applicants in 2017. Constant complaints from coworkers since the surgeries about forgetting to complete jobs. I am in charge of payroll and several important task for 380 employees. I will have to come out on disability in the next year due to pain, unable to retain new information."

Manufacturer narrative:
The hakim valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Medwatch (mw5106927) received states: codman hakim programmable valve with siphonguard placed on patient's head on 2018. The shunt may have been recalled before the procedure. The shunt malfunction caused infection, two brain bleeds and then removed. Patient was left with no night vision, severe head pain daily, monthly counseling severe anxiety, short term memory and medication for the rest of her life due to covid, which she had twice due to compromised immune system, she have not been able to handle the situation. The patient contacted the hospital and they said that the surgery itself was not the problem. It took them two years to finish the investigation due to covid. Additional health effect-clinical codes: 2219, 2328, 4435, 2248.

Manufacturer narrative:
A second medwatch was received (# mw5109023) confirmed as duplicate of medwatch # mw5106927. Both with the same information except for the event date. It was confirmed the correct implantation/event date is june 19, 2018 according to medical records provided by the patient. Summary of medical records and medical history (tests) detailed in b6, b7. Therapist appointment notes summary ((B)(6) 2021) session # 15 with (B)(6) for individual counseling for situational depression. "Patient is presenting with sleep disturbance, headaches, fatigue, stress related/secondary to medication change and relationship stress. Patient will likely benefit from mindfulness practices and structural interventions to improve energy and motivation." Current diagnosis: situational depression mental status: (B)(6) presented oriented x4. (B)(6) mood and affect were depressed. Judgment was appropriate. Memory was normal. Thought processes and content were appropriate.(B)(6) did not report si/hi (suicidal ideation/homicidal ideation). Narrative: patient reported increased stabilization in mood and relationship. Patient stated increased physical symptoms including headaches and nausea associated with changes in her medication, as well as fatigue and interrupted sleep patterns. Patient engaged with bhp in examining behaviors to stabilize symptoms of distress and explore routines. Bhp provided psychoeducation regarding pro-health behaviors impact on biopsychosocial functioning. Patient engaged with bhp in developing a routine to improve functioning and reduce stress.

Event description:
N/a.

Manufacturer narrative:
A medical assessment was requested and the following was concluded: based on the complaint information received to date, device malfunction causal to the adverse events remains inconclusive without an internal investigation of the device. Information such as initial pressure setting, subsequent pressure setting changes (if any), as well as hospital medical records, physician office notes, and radiographic images were not provided to confirm the events reported by the customer. The device was allegedly unable to be programmed which led to "brain bleeds" that warranted emergency surgeries. As stated in the instructions for use (IFU), keep patients with implanted shunt systems under close observation for symptoms of shunt failure. Cerebrospinal fluid (csf) shunting devices may need to be replaced due to medical reasons or device failure. Accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. In addition, clogging of the valve with biological matter can cause it to become unresponsive to attempts to adjust the pressure setting.

Event description:
N/a.

Manufacturer narrative:
Medwatch has been received from FDA with number mw5109987 states: "codman hakim vp shunt placed in my head on the right side. Head started bleeding while sitting at my desk on 2018. Licensed practical nurse(lpn) said staples had come apart. Close it with dermabond. Extreme headaches continued daily. On 2018 computed tomography scan discovers first brain bleed due to over siphoning issue, emergency surgery performed. On 2018 second brain bleed discovered by computed tomography, considered critical and brain has shifted. During this emergency surgery, the tubing in my neck has been slit to stop the device from working. The device would not shut off manually. On 2018 after healing enough for a fourth surgery in 6 months the shunt is removed. I have been on fmla (family and medical leave) every year since 2018. Barely keeping up with my work at the winston salem fire department. Head pain daily, on anxiety drugs and counseling. Can no longer drive because I can't remember how to get to different locations. Can't drive in the rain or after sunset because I can't see if headlights are coming towards me. No peripheral vision. The muscles in my right cheek were cut so I have very little feeling in the right side of my face. Can no longer prepare a meal or watch my grandkids alone because I will forget that I am doing something ten minutes after I start. No focus during work hours so I have to work after hours some days or it takes me twice as long to do jobs I could do before. Trouble walking up and down stairs because I get dizzy if I old my head down due to the fluid still a problem. I have to get injections or infusions for head pain frequently. "

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported: "my shunt had a programming issue which caused two brain bleeds which resulted in two emergency surgeries and removal due to the shunt being inoperable because of programming issues. The second emergency surgery the tubing in my neck had to be cut to as well." The patient also reported that the issue happened 3 weeks after shunt placement (B)(6) 2018. No additional information has been provided after several attempts.